Event description:
A customer reported difficulty with using the pump's on-off button, which was hard to locate and press. There was no adverse impact on the customer's blood glucose level. Technical support followed up with the customer, advising them to press the button firmly using the tip of their finger while supporting the bottom of the pump. Although the pump display did turn on, the customer noted the button remained difficult to press. Ultimately, the customer agreed that the button was functioning as intended.